Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found live monitor display was blank. The reboot didn't fix the issue. Upon troubleshooting the engineer found a faulty dvi to lan transmitter. To resolve the problem, fse replaced dvi-lan converter. After replacing the dvi-lan transmitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor display was blank. No harm was reported to philips. Philips has started an investigation of this complaint.